Manufacturer narrative:
H6; code 100: dry fired. Visual inspections and results: articulation: yes. Precock functional: yes. Rotation: yes. Staple count: 8. Swivel: yes. Functional tests and results: cycled the instrument: yes. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil, which caused the reported instrument's "staples spitted and were malformed" during surgery. The instrument was received with 4 twisted and bent staples jammed in the cartridge nose. The 4 jammed staples were removed from cartridge nose and the instrument was cycled and fired, and the staples were observed to eject from the instrument without forming. A formed staple was observed to be located deep within the cartridge nose under the anvil and between the holder. No functional testing could be performed because the formed staple could not be removed without the disassembly of the cartridge. The cartridge was osberved to contain 8 staples. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.

Event description:
During a laparoscopic hernia repair procedure, it was reported by the affiliate that staples spitted and were malformed. A new device was introduced to complete the case. There was no consequence to pt. Add'l info received on 3/11/97. It was clarified that staples did not fall into pt.